Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction (mi) is considered permanent impairment. Device issue: no device malfunction is been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure, a 3.5 x 12 mm xience v stent was deployed in the mid left anterior descending artery (lad). There was no pre-dilatation prior to stenting (direct stenting performed). There were no reported product issue or pt effects noted at the time of the index procedure. However, the pt reports that he was readmitted to a local hospital with "another heart attack". He states that he was kept in the hospital for 2-3 days. Medical records have been requested. No additional event or pt info is available.